Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant as the helix mechanism did not function as expected. It was reported that the helix would not deploy normally and irrespective of how many revolutions the physician performed. The physician confirmed that he could feel torque within the lead but there was no response with the helix extending. No adverse patient effects were reported.